Event description:
Orig surg: 2000. Allegedly pt kept dislocating. Pt was obese and had impingement on the liner. Was revised to an interseal liner with a lip. Dr wants analysis of ingrowth scoring on ceramic from impingement. Wants analysis of boney ingrowth and articular surfaces.